Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. DHR shows the device met specifications at final manufacturing tests. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On january 8, 2021, haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, no donor reactions or alarms encountered. The pcs®2 plasma collection system collected 825ml plasma. The donor had completed several previous donations, with 7 deferrals due to high blood pressure. The center was notified by a relative of the passing, the cause of death was unknown and an autopsy report was not available.